Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test/confirmation test: not performed". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), nausea ("nausea"), headache ("headaches"), migraine ("migraine"), vision blurred ("vision problems/blurred vision"), gastrointestinal disorder ("gi conditions"), abdominal distension ("bloating"), urinary incontinence ("bladder leakage"), tooth fracture ("dental probs.,/cracked teeth") and ovarian cyst ("ovarian cysts") and was found to have antinuclear antibody positive ("ana positive") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, antinuclear antibody positive, vaginal discharge, fatigue, nausea, headache, migraine, vision blurred, weight increased, gastrointestinal disorder, abdominal distension, urinary incontinence, tooth fracture and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, antinuclear antibody positive, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, tooth fracture, urinary incontinence, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, autoimmune, bladder/urinary problems, other injuries/symptoms. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test/confirmation test: not performed". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), nausea ("nausea"), headache ("headaches"), migraine ("migraine"), vision blurred ("vision problems/blurred vision"), gastrointestinal disorder ("gi conditions"), abdominal distension ("bloating"), urinary incontinence ("bladder leakage"), tooth fracture ("dental probs.,/cracked teeth") and ovarian cyst ("ovarian cysts") and was found to have antinuclear antibody positive ("ana positive") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, antinuclear antibody positive, vaginal discharge, fatigue, nausea, headache, migraine, vision blurred, weight increased, gastrointestinal disorder, abdominal distension, urinary incontinence, tooth fracture and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, antinuclear antibody positive, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, tooth fracture, urinary incontinence, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, autoimmune, bladder/urinary problems, other injuries/symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : pif received: case was upgraded to serious incident. Essure removal details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.